Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed. Based on this review, the questionnaire was completed by quality with limited information. However, after the programs were changed on the transmitter assembly, the report of pain and overstimulation were resolved. The stimulator is used to treat pain. The cause of pain and overstimulation is due to programming parameters as changing the programs on the transmitter assembly resolved the reported issue (user error-commercial team member). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported pain and overstimulation when using the device. The programs on the transmitter assembly were changed by lowering the strength of the neurostimulator. As of (B)(6) 2026, the patient is getting pain relief while using the device and is happy with their therapy.